Event description:
It was reported that following a magnetic resonance imaging (MRI) procedure, the patient claimed the device became 'non-functional.' The device was explanted and replaced. During the replacement procedure, it was not possible to establish telemetry with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Primary analysis revealed that no anomalies were found.